Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to ceramic liner fracture.

Event description:
It was reported that the patient was walking and heard a crunching sound, they reported to the physician on (B)(6), where it was discovered that the liner was fractured. During the surgical revision on (B)(6) all liner fragments and a bone screw were removed. The second bone screw was retained, the surgeon was unable to remove it. A new ceramic liner was implanted. The patient was reported as "doing ok". No additional information has been provided. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00726, and 1038671-2017-00730.

Manufacturer narrative:
The complaint products were not received for analysis. The complaint of broken ceramic liner cannot be confirmed because the devices were not returned for evaluation. The frequency of occurrence ranking scale is low, this does not appear to be a design issue. The company is aware of one other complaint report involving a liner from the same manufacturing lot of (B)(4) pieces. The design history record for the liner was reviewed. The device was accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. There were no reported user-related issues. Evaluation by the ceramic liner manufacturer compared evaluations of other similar complaints and noted that the revision reported was potentially the result of an insufficient or misaligned fixation of the insert in the metal cup leading to a misaligned position of the insert, causing a local stress rising and fracture of the insert; or, the missing primary metal transfer on the available fragments indicated a disturbance at the interface between the metal cup and the ceramic insert, leading to an increase of stress which might have caused the fracture of the ceramic insert. However, this cannot be confirmed because the devices were not returned for evaluation. In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Device specific risks include fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. There were no photos of the device or x-rays provided. There has been no information provided to evaluate the patients' clinical risk factors. This device is used for treatment, not diagnosis. Additional information on patient and event were requested and not provided.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was potentially the result of an insufficient or misaligned fixation of the insert in the metal cup leading to a misaligned position of the insert, causing a local stress rising and fracture of the insert. However, this cannot be confirmed because the devices were not returned for evaluation.

Event description:
Revision due to ceramic liner fracture.